Manufacturer narrative:
Concomitant product: dtba1d1, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that there was a potential performance issue with the left ventricular (lv) lead as there was lower lv performance. It was noted that the lead may have been positioned in the wrong area. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.